Event description:
It was reported that during a lap colostomy take down procedure, the click was heard, device was fired, but when opened no staples were seen on either side of the anastamosis. The device did cut. The surgeon resected more of the bowel and used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.